Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage could not be confirmed through this evaluation as no product was returned and the account did not submit any photographs depicting the damage. The submitted log file contained approximately 16 days of data from 07jul2019 through 23jul2019. The pump operated with stable parameters. No atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the duration of the log file and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with complaints of multiple driveline tears. Driveline was repaired with rescue tape, but tears getting worse. No low speed/pump off alarms. Log file analysis reported no unusual events recorded in the log file. The tears in driveline outer jacket appeared to be cosmetic only.